Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were cooling patient for the last 2 days and arctic sun device alerting air leak. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1 l/m. Neonatal pads in place. Walked through stop therapy, empty pads, disconnect and reconnect. Made sure to reconnect holding nowhere near clear connectors and verify audible clicks with each connection. Straightened lines and removed kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.7 l/m. Encouraged them to call back with any additional questions or concerns.

Event description:
It was reported that they were cooling patient for the last 2 days and arctic sun device alerting air leak. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1 l/m. Neonatal pads in place. Walked through stop therapy, empty pads, disconnect and reconnect. Made sure to reconnect holding nowhere near clear connectors and verify audible clicks with each connection. Straightened lines and removed kinks. Restarted therapy and water flow rate (wfr) was stabilized at 0.7 l/m encouraged them to call back with any additional questions or concerns. Per ICU nurse on 07nov2024, it was reported that after the technical support call, the device started having flow issues again. They swapped to an alternate device and the patient completed therapy on that one. No patient impact was noted. The original device was sent to the onsite biomed team for evaluation.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The DHR review could not be performed without a lot number. The labeling is found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.